Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient said therapy does not seem to be working well because only a little come out when they go to the bathroom. They had access to their patient programmer (pp) during the call, synced to their ins which showed stimulation was on at 0.6v on program 1. They have the ability to change programs and/or adjust stimulation so it was increased to 0.9v where they noted feeling stimulation and said it was comfortable. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) if their symptoms persist following the adjustment; the patient will monitor their symptoms. No further patient complications have been reported as a result of this event.